Manufacturer narrative:
Sections with additional information as of 23-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 227 and 151 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-115 mg/dl and expected pm fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that the week prior to the call (exact date unknown) he obtained a result of 326 mg/dl fasting and so he had gone to his doctor to have his glucose checked. Customer's blood glucose test result at the doctor's had been 155 mg/dl. The doctor had advised the customer to change the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/14/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : 126 mg/dl. Date: (B)(6). Time: 03:05 pm. Fasting. Result 2 : 227 mg/dl. Date: (B)(6). Time: 06:57 am. Fasting. Result 3 : 151 mg/dl. Date: (B)(6). Time: 05:19 am. Fasting. Result 4 : 137 mg/dl. Date: (B)(6). Time: 03:17 pm. Fasting. Result 5 : 185 mg/dl. Date: (B)(6). Time: 12:45 pm. Non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 12-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.